Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks post-implant, non-capture was noted along with high threshold, with the patient receiving inappropriate therapy. The rv (right ventricular) lead was noted to be dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.